Manufacturer narrative:
A product sample was received and evaluated for the pump unable to power up during the power up process. The investigation found the cause of the reported problem as combination of main board, interconnect board and power supply. The main board, interconnect board and power supply were replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A device history record (DHR) review was conducted. No causes or potential causes to the customer's reported problem was found.

Event description:
It was reported that the pump will not turn on. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08471 is no longer considered reportable, please disregard any MDR reports associated with it.